Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the patient's connection to the patient line during an unknown fill phase of pd treatment. The exact source of the leak is unknown. There was no fluid within the cycler. The patient was advised to confirm patient line is correctly connected for future treatments. Upon follow up, the pdrn reported that treatment was completed with the cycler after setting up new supplies. She indicated that the patient had informed her it was a hole in the cassette (unspecified location on the cassette). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information: event (inadvertently omitted details leading up to the fluid leak), (plant investigation on initial submission was in draft pending final approval. The investigation was approved on 12-dec-2019 and there were no changes to the previously submitted plant investigation findings).

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the patient's connection to the patient line during an unknown fill phase of pd treatment. The patient indicated that it seems as if the cycler built up pressure and then the patient line disconnected from him. There was no fluid within the cycler. It was not confirmed if patient had properly connected the patient line. The patient was advised to confirm patient line is correctly connected for future treatments. Upon follow up, the pdrn reported that treatment was completed with the cycler after setting up new supplies. She indicated that the patient had informed her it was a hole in the cassette (unspecified location on the cassette). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.